Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge displayed 30% battery life, then quickly dropped to 5% before shutting off. The customer stated that when the pump is plugged into a power source, the pump appears to initiate charging; however, the battery gauge never increases to above 5%. Then, when the pump is unplugged from the power source, the pump shuts off shortly thereafter. The customer's blood glucose level was 325 mg/dl. The customer switched to a backup pump for alternate insulin therapy.